Event description:
It was reported that the right ventricular (rv) lead threshold increased over time. High impedance was also reported on the rv lead. The lead was explanted and a new rv lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: vedr01, implantable pulse generator, 2010 (B)(6); (B)(4), implantable pacing lead, 200 (B)(6). (B)(4).